Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info that an active young pt broke the extension on his device system. The lead and extension were explanted. Pt experienced a return of his dystonia symptoms so impedances testing was done which diagnosed the break. At explant moisture was found in the plastic casting. Pt is doing okay.